Event description:
Patient with normal coronary anatomy, who underwent a single chamber ICD (st. Jude) approximately 2 months ago for idiopathic ventricular tachycardia. A week ago, she was admitted because of inappropriate shocks from her ICD. Evaluation of the ICD revealed that the inappropriate shocks were due to oversensing of the t-waves. As a result, her right ventricular lead was repositioned. Later that day, the patient started experiencing pleuritic chest pain which she rated 10/10 and stabbing in nature. She had also noticed some dyspnea upon exertion following the procedure. A 2d echocardiogram and chest x-ray was performed for further evaluation, both of which were within normal limits. A CT scan was performed, which showed that the ICD lead had perforated the right ventricle. She was hemodynamically stable and has remained hemodynamically stable since that time. A repeat surface echocardiogram performed 3 days ago did not show any evidence of pericardial effusion.